Manufacturer narrative:
The device was returned to olympus, and the evaluation revealed a smashed connector tip. Based on the results of the investigation, it is likely that the following led to the malfunction: cracked video connector due to stress applied on the device resulted in component failure. Device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device had a smashed connector tip. There was no patient involvement.